Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. Visual inspection revealed that the lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens was returned cut in half whereby the condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens no further analysis could be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
To initial report, adverse event should have been checked, required intervention to prevent permanent impairment/damage. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports or nonconformances. Based on the manufacturing record review and historical review, no nonconformances were found. The lens was manufactured according to specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis toric zct150u225 was explanted after the patient experienced unexpected post-operative refraction. The report indicated the patient's refraction was off from what was calculated. The toric lens was replaced during the same procedure with a zcb00 22.5.